Manufacturer narrative:
Submit date: 08/08/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports an issue with a single lumen umbilical vessel catheter (uvc). The customer states a clean break near the hub of the uvc. The patient was cut by the broken device quite severely and lost a lot of blood and required a blood transfusion. The patient was alive with injury.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported issue and root cause analysis. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. As no trends or triggers have been found, a corrective and/or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for (B)(4), 100% in process visual inspection and visual acceptance sampling are performed to prevent nonconforming product from leaving the manufacturing operations. If additional information is obtained, or the sample is returned, this file will be re-opened for further investigation. This complaint will also be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.